Event description:
It was reported that a defect in the unit was detected during installation, characterized by the rupture of the sensor with the extender.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
We received one complete flotrac kit for evaluation. There was priming solution visible inside the kit; however, the kit did not appear to be used on a patient. There was no visible blood found at the distal tubing male connector. Examination revealed that the flotrac housing male luer was broken. The broken luer was still bonded to the zero-stopcock. It was also noted that the cross-surface of the broken luer appeared rough and slightly twisted. The damage occurred on the patient side of the kit. Visual examination was performed under microscope at 10x magnification. Though the customer's report was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.

Manufacturer narrative:
The actual product was not returned for evaluation but photos were submitted for review. The photos show two flotrac units. IV solution was visible in both of them. The flotrac housing male luers were completely broken on both units. The broken luers were still inside of the zero-stopcock. It was not able to determine the cause of damage from the photo. No actions will be taken for these units at this time.